Event description:
A higher than expected sodium result was obtained from a single vitros performance verifier (pv) I lot u8105 fluid using vitros sodium (na+) slide lot 4231-1038-1449 on a vitros 5600 integrated system. Vitros pv I lot u8105 na+ result of 135.4 mmol/l vs. The range of means midpoint value of 118.1 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from non-patient quality control sample and there was no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected at the same magnitude if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected result was obtained from a single vitros performance verifier (pv) I lot u8105 control fluid using vitros sodium (na+) slide lot 4231-1038-1449 on a vitros 5600 integrated system. The assignable cause of the event could not be determined. A fluid handling issue could not be ruled out as contributing to the event. At the time of the event, additional qc results for both levels of pv control were higher than expected for the sodium assay as well as the potassium assay which uses the same pv fluids. A vitros na+ slide lot performance issue did not likely contribute to the event. Acceptable vitros na+ results generated from both pv fluid levels were obtained either on the same day or the next day, using the same slide cartridges. This would indicate the vitros na+ slide in use at the time of the event was performing as intended. In addition, the customer also reported lower than expected patient sample results were obtained from vitros na+ slide lot 4231-1038-1449. Since the patient sample results were biased in a different direction than the vitros pv results, this would indicate the issue is not likely related to a reagent performance issue. Finally, a review of complaints from the worldwide complaint database does not indicate a product problem with vitros na+ slide lot 4231-1038-1449. An instrument related performance issue did not likely contribute to the event as vitros na+ within-run precision testing indicated na+ slide lot 4231-1038-1449 was performing as intended on the vitros 5600 system. However, diagnostic precision testing that would assess the overall performance of the vitros 5600 system was not performed, therefore, an instrument related performance issue cannot be completely ruled out as contributing to the event. (B)(4).